Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and the customer received pump error 43 alarm. The customer also reported that there was a loss of communication between the insulin pump and the transmitter and the customer received a lost sensor signal alert. The customer reported blood glucose value of 48 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040pa, mmt-7841zn, mmt-332a, mmt-397a, mmt-1884. Customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for low blood glucose event and the customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer reported receiving a pump error. Customer was not able to clear the error. Customer reported a loss of communication between the transmitter and the pump. Confirmed transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. No further patient complications were reported. The customer will continue use of the devices. No product return is required for mmt-7040pa. No product return is required for mmt-7841zn. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1884.